Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked/chipped by the front left bottom corner, cracked right plunger case and cracked battery door. Visible contamination found by the "l" bracket pole clamp. Event log history was performed and indicated that force sensor test was found recorded in history. During analysis, the reported issue was able to be duplicated. Service re-calibrated force sensor, power up, re-calibrated force sensor and device passed self-test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that during bench testing of a smiths medical medfusion pump, a force sensor issue was noted. No patient was involved in this event. No adverse effects were reported.